Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) issued a code indicating battery depletion. It was noted only one percent estimated battery life was remaining. Subsequently the physician scheduled the patient for a change out procedure due to concern over premature battery depletion. The s-ICD remains in service at this time and no adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) issued a code indicating battery depletion. It was noted only one percent estimated battery life was remaining. Subsequently the physician scheduled the patient for a change out procedure due to concern over premature battery depletion. The s-ICD remains in service at this time and no adverse patient effects have been reported. Additional information was received that the s-ICD was returned for analysis, thus indicating that it was explanted. No additional adverse effects have been reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. This report is being filed to update impact codes (h6) that were inadvertently left off the last report.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) issued a code indicating battery depletion. It was noted only one percent estimated battery life was remaining. Subsequently the physician scheduled the patient for a change out procedure due to concern over premature battery depletion. The s-ICD remains in service at this time and no adverse patient effects have been reported. Additional information was received that the s-ICD was returned for analysis, thus indicating that it was explanted. No additional adverse effects have been reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) issued a code indicating battery depletion. It was noted only one percent estimated battery life was remaining. Subsequently the physician scheduled the patient for a change out procedure due to concern over premature battery depletion. Additional information was received that the s-ICD was returned for analysis, thus indicating that it was explanted. No additional adverse effects have been reported. The device was returned for analysis.